Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation result: the captivator snare was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed that the loop was twisted and not extended. No other problems with the device were noted from the photo. The reported event of loop failure to extend was confirmed. The reported event of loop failure to cut cannot be confirmed. It is possible that this event occurred it is due to the physician's technique during the procedure, or it may have been related to a device malfunction. Cause not established is selected as the most probable cause for these events. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the rectum during a rectal polypectomy procedure performed on (B)(6) 2025. During the procedure, it was noticed that the captivator snare could not be fully opened and was not able cut the polyp. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the rectum during a rectal polypectomy procedure performed on (B)(6) 2025. During the procedure, it was noticed that the captivator snare could not be fully opened and was not able cut the polyp. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.